Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to feelings /normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the inaccuracy began on (B)(6) 2015, 1:00pm, the reporter claimed that the patient had obtained an alleged inaccurate high blood glucose result of per 500mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with oral medications, diet and/or exercise and on (B)(6) 2015, 1:00pm claimed he took less food/drink as a result of the alleged product issue. The reporter claimed that 5 minutes after the alleged product issue began the patient developed symptoms of nervous, sweaty and sick. The reporter denied that the patient received any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patients test strips were correctly stored and within their expiry date. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.